Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that during the lvad explant procedure for pt recovery, it was noted that the bend relief was minimally disconnected from the outflow graft.

Manufacturer narrative:
These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.